Event description:
Pt had an essure placed at (B)(6) in (B)(6) 2011. In (B)(6) 2011, she had a postprocedure hsg confirming bilateral occlusion. She had subsequent sleeve gastrectomy and abdominoplasty in the following years. In (B)(6) of 2014 at (B)(6) year old, she found out she was pregnant after feeling fetal movement. She was found to be (B)(6) weeks gestation - too late for a noninvasive genetic screening. She moved to (B)(6) and transferred her care to out military hospital practice at (B)(6) weeks gestation on (B)(6) 2014. Diagnosis or reason for use: permanent sterilization.